Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during phaco, there was a posterior capsular tear. The procedure was completed with the same equipment. The doctor/surgeon believes that the equipment contributed to event occurrence. Additional information has been requested but none received.